Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for four days. The patient was treated with correction bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information